Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that a (B)(6) female patient had a sore due to the garment s rubbing against her skin. It was also reported that the patient had an open wound that was bandaged near the front therapy electrode pad. The wound was thought to be due to open heart surgery, not from the lifevest. Additionally, the patient reported discomfort from the vibration box due to laying in bed most of the time. Follow-up indicated that the patient had ended use of the device. The outcome of the irritation is unknown.